Manufacturer narrative:
Model number/catalog number: 72404310. Serial number: n/a. Batch/lot number: 1000162427. Model/catalog description: pump ms. Unique identifier (UDI) #: (B)(4). Model number/catalog number: 72404161. Serial number: n/a. Batch/lot number: 1000232131. Model/catalog description: reservoir 65ml pc. Unique identifier (UDI) #: (B)(4).

Event description:
It was reported that the patient with this inflatable penile prosthesis (ipp) presented to the hospital with a non-functional device. Two weeks later, a surgical procedure was performed and upon inspection, there was a hole found in the left cylinder. As a result, the physician removed and replaced the entire ipp. The patient was stable following the procedure, and there was no additional information provided.